Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The provided calibration showed no problems before and after the event. The provided qc showed that the qc was in and out of range on the day before the event, and it was within the target ranges on the day of the event. The provided alarm trace showed ion-selective electrode (ise) noise and voltage level alarms, and sample probe: abnormal aspiration alarms, which are indicators of possible poor sample quality. The field service engineer (fse) found that the customer was not performing maintenance. He performed the ise cleaning maintenance actions, including an ise flow path cleaning. Precision studies and qc were performed, and they were within specifications. The fse verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to a customer maintenance issue.

Event description:
We received an allegation of questionable sodium electrode results for an unspecified number of patients' samples tested on a cobas pro ise analytical unit. Discrepant results for 1 patient sample were provided: initial result: 154 mmol/l. Repeat result: 141 mmol/l.

Manufacturer narrative:
The sodium electrode expiration date was not provided. The cobas pro ise analytical unit serial number was (B)(6). The qc was running low. The investigation is ongoing.